Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, surgical procedure, enlarge iridectomies, intraocular pressure rise, pupillary block. (B)(4) - explanted lens, vaulting, excessive. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced elevated iop (pupillary block) and angle closure. A few hours later, the surgeon attempted to enlarge the iridectomies but without success. The icl was exchanged for another lens. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.